Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted with an allegation of premature battery depletion. The patient was then upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient symptoms were reported.